Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The titanium hexed uniscrew (uniht) was returned for investigation. Visual inspection of the returned product identified fracture at the screw head. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 02/16; torque matrix - internal connection. The complainant reported that the screw was fractured. The fractured portions were removed from the implant. The reported event is confirmed as a fracture was identified on the returned product during visual inspection. A definitive root cause for this complaint could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Doctor reported that the uniht screw fractured. The fractured portion was removed from the implant.